Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. Reportedly, the pump could not be charged without maneuvering the cable into the charging port at a certain angle. It was confirmed that the charging supplies were able to successfully charge a different device. Customer stated there was no impact to blood glucose level as the customer began using a back up pump for insulin therapy. Reportedly the customer will continue to use the back up pump until the replacement pump is received.